Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the haptics seemed to be stiff and was difficult to implant the lens in the bag. She reported following surgery, both haptics are in the sulcus whole the lens remains in the bag. She reported the lens is stable and the patient is doing fine with no refractive error. The surgeon indicated the use of an unapproved lens cartridge. The surgeon has declined to provide any additional information.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product or the associated cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause cannot be determined from the investigation. A failure to follow the dfu is indicated by the use of an unapproved cartridge with the lens. The use of unapproved products may result in lens delivery difficulties or product damage. (B)(4).